Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported an anaphylactic episode while an align product was being used.

Event description:
The patient reported the symptom of anaphylactic episode. The patient reported medical intervention at hospital to alleviate the reported symptoms. The patient reported being prescribed by the ER doctor with benadryl and maalox to alleviate the reported symptoms. The patient discontinued the use of the aligners on (B)(6) 2019 and is currently getting better.